Event description:
It was reported that this patient experienced some discomfort and pain around their rib area. Subsequently, the entire system was explanted without any additional allegation for the device. No additional adverse events.